Manufacturer narrative:
The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. D1: corrected. H6: corrected medical device and investigation clinical codes.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-020-13-0230 - truliant cr cem fem cr cem left sz 3. (B)(6) 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 77 yo female patient, initial left knee implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2025, approximately 6 years 5 months post the initial procedure. Recalled poly indicated. They were replaced with a vit e implant. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device is not available for return. It was sent to pathology. No further information.